Manufacturer narrative:
(B)(4). G2: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the incoming inspection team with our distributorship that the products were found to be nonconforming. Their incoming inspection team member found hair like debris in the sterile packaging. There was no consequence or impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receiving additional information of the reported event, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. No serious injury or harm to the patient reported for this event or prior events with same or similar products. The initial report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found a hair like fiber approximately .75" long in the sealed sterile pouch. No damage to the pouch was noted. This complaint has been confirmed by review of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: japan. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distributorship found the products to be nonconforming. Their incoming inspection team member found hair like debris in the sterile package. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.